Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a 'quality failure'. No other description has been made available. The customer stated that there was no patient involvement or adverse impact.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device failed operational check for therapy function. There was no reported patient involvement.